Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Fse tried to swap gib from another room, but the issue was not resolved. Fse reinstalled the software of the suite pc, but after installing the software, it could not download the software of the clea ceil carc box. So, fse swapped the 2spc from another room, which temporarily solved the problem. Upon troubleshooting action, fse found that the clutch longitudinal feedback had failed. Fse replaced the 2spc (amc servo drive hp-lp-lp). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system geometry movements are not available. The device was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.